Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 395 mg/dl, 232 mg/dl, 192 mg/dl, 161 mg/dl, and 206 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.